Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, chest x-ray showed that the atrial lead had dislodged and exhibited high capture thresholds and p wave amplitude variation. The atrial lead was capped and replaced on (B)(6) 2022. Patient was stable.